Event description:
(B)(4) (con) information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulator was "causing problems". It was reported that the battery was explanted. They wires may have been explanted as well. No symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.